Event description:
The stimulation system was explanted due to undesirable changes is the stimulation. The stimulation was not covering the patient's major pain. The lead had migrated. The patient also had high power requirements so it was replaced with a rechargeable device. New leads were also placed. The patient recovered without sequela.

Manufacturer narrative:
Final device analysis results revealed - ipg is functionally ok. No significant anomalies.